Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the joystick reads "goodbye" at bottom of screen but will not turn off.